Event description:
It was reported the patient's left ventricular lead exhibited gradually increasing impedances. During the procedure to replace the patient's ICD, the lead was tested intra-operatively with stable electrical measurements. Fluoroscopy indicated no anomalies. As a result, the physician elected to leave the lead implanted. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4).